Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had to stay overnight after implant because of bleeding. The implantable neurostimulator (ins) was indicated for spinal pain and complex regional pain syndrome type ii.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.